Manufacturer narrative:
Device investigation: the catheter shows a break in the outer wall 26.3 cm from the hub shaft joint. The inner liner and support wires are still attached. The catheter is non functional. Conclusion: the complaint identified a break in the shaft that could not be examined because of blood and pt fluids. After decontamination, close examination showed that the edges of the break are rough and uneven and the location is not near any material joints. This rough surface is typical of material failure when the tensile strength of the material is exceeded. The cause of the break has not been identified. The MFR records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
A reperfusion catheter 032 had a cracked segment in it distal to the hub in the main body of the catheter which lent itself to inadequate aspiration. In addition, the 032 separator had a 45 degree bend in the wire about 10 cm proximal to the distal tip when it was pulled out of the loop. This MDR is associated with 3005168196-2010-00708.